Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per ms&s, patient¿s friend reported that the patient had a new peg tube placed about two weeks ago. The patient has esophageal cancer and needed the "clip" for the tube because it was leaking. Patient was unsure if the device was a bard product, but the hospital stated that they typically use bard products. No product information was provided to the patient. Upon discussion with the caller, she referred to the retention bolster. Ms&s explained that the retention bolster keeps the tube still and does not impact any issues with leakage. Caller confirmed that the leakage was coming from around the tube rather than through the tube. Ms&s advised that it could be due to pressure in the stomach (i.e. Gas build up or residual feeding in the stomach).